Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported this surgeon has had a high percentage of patients that he is monitoring for increased ion levels.

Manufacturer narrative:
No devices are returned for review. Item/lot information has not been provided, therefore a review of manufacturing documentation cannot be performed. These generic (B)(4) devices are used as treatment. The compatibility of the constructs cannot be assessed due to the lack of identifying product information. Complaint history reviews cannot be performed with the lack of lot numbers. With the information provided, a definitive root cause cannot be determined.